Event description:
Same case as MDR ID# 2134265-2012-04294. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture, and difficulty removing the catheter occurred. Vascular access was obtained via the femoral artery. The patient presented with a 90% non bsc instent, restenosed target lesion located in the moderately tortuous central vein. A 6mm mustang balloon catheter pre dilated the target lesion with no issue encountered. A 7mm non bsc balloon catheter was advanced, but would not cross the target lesion. A 7.0 x 40, 75cm mustang balloon catheter advanced to the target lesion successfully and was inflated to 18 atms, and 20 atms. During the third inflation at 20 atms a balloon rupture occurred and the mustang balloon catheter was unable to remove from the previously implanted non bsc stent. A 8.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion to retrieve the 7.0 x 40, 75cm mustang balloon catheter, however, during the first inflation at unknown atms a balloon rupture occurred. The 7.0 x 40, 75cm mustang balloon catheter was then able to be removed and the 8.0 x 40, 75cm mustang balloon was unable to withdraw. The physician gained access via the femoral with a long sheath, and rewired but could not withdraw the 8.0 x 40, 75cm mustang balloon catheter beyond the distal markerband. During withdrawal attempts of the 8.0 x 40, 75cm mustang balloon catheter the distal end of the 8.0 x 40, 75cm mustang balloon catheter detached inside the patient. Using a femoral approach, the detached 8.0 x 40, 75cm mustang balloon was retrieved with a snare. To complete the procedure, a 8mm non bsc balloon catheter was used to dilate the target lesion. No further patient complications were reported and the patient's status is listed as good.

Event description:
Same case as MDR ID# 2134265-2012-04294. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture, and difficulty removing the catheter occurred. Vascular access was obtained via the femoral artery. The patient presented with a 90% non bsc instent, restenosed target lesion located in the moderately tortuous central vein. A 6mm mustang balloon catheter pre dilated the target lesion with no issue encountered. A 7mm non bsc balloon catheter was advanced but would not cross the target lesion. A 7.0 x 40, 75cm mustang balloon catheter advanced to the target lesion successfully and was inflated to 18 atms, and 20 atms. During the third inflation at 20 atms a balloon rupture occurred and the mustang balloon catheter was unable to remove from the previously implanted non bsc stent. A 8.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion to retrieve the 7.0 x 40, 75cm mustang balloon catheter, however, during the first inflation at unknown atms a balloon rupture occurred. The 7.0 x 40, 75cm mustang balloon catheter was then able to be removed and the 8.0 x 40, 75cm mustang balloon was unable to withdraw. The physician gained access via the femoral with a long sheath, and rewired but could not withdraw the 8.0 x 40, 75cm mustang balloon catheter beyond the distal markerband. During withdrawal attempts of the 8.0 x 40, 75cm mustang balloon catheter the distal end of the 8.0 x 40, 75cm mustang balloon catheter detached inside the patient. Using a femoral approach, the detached 8.0 x 40, 75cm mustang balloon was retrieved with a snare. To complete the procedure, a 8mm non bsc balloon catheter was used to dilate the target lesion. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon material was torn circumferentially at approximately 27mm proximal to the distal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).